Event description:
It was reported that one day post implant of the left ventricular (lv) lead, the twitching occurred when the patient was lying in the lateral position. The lead was repositioned and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.